Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-07130, 07132. The pt received two leads with the same lot number and two anchors with the came lot number. The pt received two leads with the same lot number and two anchors with the same lot number. It was reported the physician explanted the scs system due to an e. Coli infection. It was reported the devices would not be returned.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was reworked and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.